Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the insertion of the farawave catheter, air was aspirated continuously into the syringe. No leak was seen, and no air was observed inside the sheath. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis. It was further reported that a pump braun was used for irrigation. No air was seen in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the insertion of the farawave catheter, air was aspirated continuously into the syringe. No leak was seen, and no air was observed inside the sheath. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.